Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. The manufacturer's field service engineer (fse) evaluated the unit and confirmed the reported issue. The fse also found that the unit had a loss of power. The fse replaced the user interface board printed circuit board assembly to resolve the reported issue. The fse reloaded the system software, ran a system calibration, and performance verification. All testing passed.

Event description:
The customer contacted technical support stating that unit had error code message of power on self test (post 3.3 mon) fail. The customer reported there was no patient involvement. The event date was not specified; estimate used.